Manufacturer narrative:
The product will not be returned for evaluation. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2013 his blood glucose reached "high" (>27.8 mmol/l) less than 24 hours after the pod was activated. He deactivated the pod and noticed the cannula looks kinked. He gave a manual injection with an insulin pen (exact dosage was not provided) and he activated a new pod. He was able to lower his bg to 20 mmol/l.